Event description:
The patient's father reported that the patient experienced elevated blood glucose on the event date. The patient bolused via pen and his blood glucose decreased. Two days in 2009, the patient's blood glucose continue to be elevated as high as 560 mg/dl. The patient's parents changed the infusion set and insulin cartridge and bolused through the infusion device but the patient's blood glucose did not decrease. The patient bolused via pen and his blood glucose lowered. At approximately 12:00pm on the same day, the patient switched to his backup infusion device and he had no further issues. The patient's normal blood glucose level is 100-110 mg/dl. The patient's father also reported that approximately 3 months ago the patient experienced low blood glucose of 38 mg/dl and he was unconscious for 6-8 hours. He received treatment for 2 days and remained connected to the infusion device. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplement report.